Manufacturer narrative:
The medical reviewer has assessed this incident as "not serious". The product is to be returned for evaluation. The investigation is ongoing.

Event description:
A facility in (B)(6) reported that the mushroom end of the instrument broke off while being removed from the patients eye during a procedure. The tip was safely removed during the surgery and no problems are anticipated to arise from this incident. The doctor is to see the patient in a month and should there be any problems we will be notified.

Manufacturer narrative:
This instrument is purchased for resale. The incoming packaging and labeling inspection documents indicate that the product, when received from the vendor, was conforming to all internal requirements. The instrument evaluation was completed on december 20, 2018. The instrument was visually inspected under a microscope. The instrument appears to have been bent at the broken tip end. The opposite end appears to have tool marks. We are unable to definitively conclude why the instrument broke. There have been no other complaints involving the et0594 instrument. The lot history, trend analysis and risk analysis were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. The investigation is complete.